Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was not implanted due to a monitoring battery voltage of 2.59. Another crt-d was successfully implanted. No adverse patient symptoms were reported.